Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The monopolar curved scissors (mcs) instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was defective. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.